Event description:
Additional information received from patient reported that the replacement recharger (rtm) was received but the old one works better than the new one. The patient reiterated that they still having ins charging issue and can get higher than 60%. The patient reported that they have moved the rtm around to get it to start charging the ins, but when charging it changes from recharging excellent to recharging good to try again and back again. The patient reported that the other day they tried charging and it took an hour to get 50% charged. It was reported that the battery levels on the controller shows that the controller battery is 90% and ins battery has dropped from 80-70% but patient stated stimulation was off. The patient reported that they had surgery for cancer and the surgery was near the area of the implant. The reported that one of the ¿holes¿ they ¿poked¿ probably ¿wasn¿t far from¿ the implant area. The patient reported that they were hurting and was so bloated that they had to turn the stimulation off because it ¿hurts¿ when it is turned on and they are bloated. The patient reported that when they are bloated it sometimes feels like the stim is on, ¿maybe because there is pressure on the wires¿.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97755 , serial# (B)(4) and product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that in (B)(6) 2019, the patient started noticing it was taking too long to charge the ins. It was taking the patient an hour to get the ins to charge to 60% with excellent recharge quality, but they were under the impression that it should only take an hour to charge the ins to 100%. It was noted that the patient was charging the controller to 100% before connecting the recharger to the controller to charge the ins. At the time of the call, the patient did not have the recharging equipment available, so they would call back at a later time to do troubleshooting. No symptoms were reported. No further complications were reported or anticipated.